Event description:
It was reported that the screw on a lift handle broke while the user we being transferred. The user's private area was squeezed too tightly during the transfer. There was no medical intervention.